Event description:
Customer reported that their tecnis eyhance intraocular lens (iol) second loop was stuck in the injector while being implanted in patient's left eye (oculus sinister). With the amputated loop implanted, it was necessary to explant. No further information provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024 . Section h3. Device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint simplicity reveals no damage to the cartridge. No lens or detached haptic was received. Ovd was observed inside the cartridge and lens module indicating that an excessive amount was used which could contribute to the complaint issue reported. No further issues were observed with the complaint simplicity. The complaint issue haptic detached and stuck in cartridge were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.